Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in an adult female patient who had essure (ess205) (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced premature menopause ("hormonal changes describe: early menopause"), abdominal pain upper ("allergic or hypersensitivity reaction type: painful strong stomach pains"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headache"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain"), alopecia ("hair loss"), pelvic pain ("right side pain") and abdominal pain lower ("still have some lower abdominal pain on a monthly basis"). The patient was treated with surgery (2015, hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed in 2015. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, premature menopause, abdominal pain upper, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, abdominal pain, vaginal discharge, fatigue, alopecia and pelvic pain outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, bladder disorder, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, premature menopause, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2007: that the essure was in place. Most recent follow-up information incorporated above includes: on 03-sep-2019: pfs received lot number was added. Events "hormonal changes describe: menopause at (B)(6), hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: painful strong stomach pains. Bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), abdominal pain lower, vaginal discharge, fatigue, perforation (uterus), hair loss, abdominal pain, right side pain" were added. Outcome of event "abdominal pain lower" was updated as not recovered. Lab data, reporter information were added. Patient aka name was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in an adult female patient who had essure (ess205) (batch no. 58565 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced premature menopause ("hormonal changes describe: early menopause"), abdominal pain upper ("allergic or hypersensitivity reaction type: painful strong stomach pains"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headache"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain"), alopecia ("hair loss"), pelvic pain ("right side pain") and abdominal pain lower ("still have some lower abdominal pain on a monthly basis."). The patient was treated with surgery (2015, hysterectomy with bilateral salpingo-oopherectomy.). Essure (ess205) was removed in 2015. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, premature menopause, abdominal pain upper, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, abdominal pain, vaginal discharge, fatigue, alopecia and pelvic pain outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, bladder disorder, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, premature menopause, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2007: that the essure was in place. Most recent follow-up information incorporated above includes: on 13-sep-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.